Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, the pump was dropped against a hard surface. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.